Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. E1: the reporter¿s phone number was not provided. H4, g1-1: the device manufacture date and the manufacturing site name are currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from colombia that during a real-time radioscopy (rtr), surgical procedure, it was discovered that following the initial femur cuts, the head of the sagittal saw attachment device started to heat up. It was reported that when cutting the tibia, the perforator stopped, and when the head was removed, the perforator worked. It was reported that when the head was placed again, it prevented further operation of the device. According to the reporter, there was a thirty-minute delay as the surgery was paused to sterilize another head previously used on a different patient. It was reported that the surgery was successfully completed with no additional impact on the patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.